Event description:
Attorney advised his client experienced a "fractured femur bone" and was implanted with screws on (B)(6) 2010. Post operatively the pt began experiencing pain and x-rays were taken in (B)(6) 2011. The pt was advised that the screws had broken. Removal of the screws is unk.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.